Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed and no anomalies were found. There was blood/body fluid on several conductors (not obstructed) and there was blood in/on the helix mechanism and sleeve head. The inner tubing was kinked/buckled and all insulators were breached cut. There was apparent explant damage.

Event description:
It was reported that the right ventricular lead had intermittent capture and the r-wave amplitude decreaded compared to the value at the implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.